Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the 76% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Additionally, the balloon burst during the first inflation at 8 atmospheres for 10 seconds.